Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high capture threshold and oversensing. Additional information was requested, but not yet received.